Event description:
It was reported that the patient was experiencing pain in the neck when swallowing. She went to the physician's office the next day to be evaluated. During this visit, the physician observed high impedance and noted that at the previous visit, the diagnostic results were ok. There was no report of recent trauma however the patient is a poor historian. The patient returned a week later to have the device disabled and was referred for a lead and generator replacement. No surgical interventions are known to have occurred to date.

Event description:
It was reported that the patient underwent lead and generator replacement surgery. The explanted products have not been received to date.